Event description:
On (B)(6) 2016 additional information was received from the representative who reported that the precise date of the pump implant would have to checked with the patient. Reportedly, the implant date of the pump was also the implant date of the catheter. It was believed that the 8709, as noted on the session report was the impacted catheter. However, the implant was performed with the "out" distribution partner, so the specific details were unknown. The specific date of when the patient noticed the morphine was not covering the pain was not provided. However, the patient reported increase in pain on the weeks before the refill. Regarding resolution they were still waiting a position from the company about the replacement. Still, the doctor ordered a magnetic resonance imaging (MRI) of the catheter tip to check for a possible blockage. The catheter and pump still remain implanted but expected to be returned. The patient was now receiving oral medication.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, product type: catheter.

Event description:
Information was received from a patient via representative. The patient was receiving morphine 10mg/ml with a dose of 0.999 mg/day. The lot number was not obtainable. The patient's medical history included an allergy to contrast, if contained iodine, cancer with metastasis in the bone marrow, and very sensitive skin. The patient made use of chemotherapy and anticoagulants. Other concomitant medications were noted as general pain medication, including tramadol hydrochloride "among others". The pump implant date of (B)(6) 2014 was reported as approximate. Pump session and log reports noted that on (B)(6) 2016 the patient's low reservoir alarm occurred at 21:42. During normal use on (B)(6) 2016, during a pump refill the programming showed 0.7ml of old drug, "but to make the refill itself, contained 16 ml of the drug inside the pump". A suspected pump defect was reported with an expected volume of 0.7 ml with "physically contain" 16ml. Although "no" patient symptoms or complications were reported, the patient also reported taking self-medication of general pain medications, thinking that the morphine was not doing the same effect as before. The patient continued with pain, less than before, but a little more when implanted the first time. The start date of these symptoms was not provided the problem had not been solved and the patient remained hospitalized for observation. At the time of the report, the patient's status was reported as alive-with injury. Although it was also reported that no injury occurred as result of the event. A catheter and rotor test study were to be performed on (B)(6) 2016. If an issue was identified in the infusion, there would be a request for the immediate change and the pump would be returned for analysis. This would also require the patient to be hospitalized for about five more days. If the tests showed no issue, the patient would go home. On (B)(6) 2016 the rotor and catheter tests were conducted. The rotor study showed evidence that the pump was functioning normally. When the physician conducted the catheter test, no drug and no cerebrospinal fluid (csf) showed in the syringe. The contrast could not be infused as the catheter was obstructed. The physician suspected a granuloma at the catheter tip and preferred to request the replacement of every component. This was to be requested of the physician to the patient's health insurance. The final interventions, catheter model/serial, implant dates, patient and product statuses were not provided but have been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.